Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values four days after the sensor was inserted in the abdomen. The patient experienced hypoglycemia with seizure and sustained an injury to his shoulder. The patient did receive a low alert of 80 mg/dl on the cgm and he was treated for hypoglycemia with oral carbohydrates provided by a friend. The bg at that time was 50 mg/dl. On (B)(6) 2023, the day following the seizure from hypoglycemia, the patient presented to the emergency department for evaluation of his shoulder pain and was diagnosed with a fractured humerus and dislocated shoulder which required surgery and pain medication. There was no documentation of further medical intervention. The patient was discharged the same day as the surgery. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. Product has been received, allegation is for sensor with lot number 7314904. However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Perform voltage test was performed and failed. A review of the share logs was performed and inaccuracy between the cgm and the bg meter was not found within the investigation window. The allegation was undetermined. The probable cause was unable to be determined via product. No additional patient or event information is available.